Event description:
Major pump unit(s) involved: device thrombosisadditional text: (B)(4) and other labs indicative of hemolysis/? Devcie clotspecific component(s) involved: other component malfunction, specifyadditional text:other component: device clotcausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of pumpother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: other component malfunction, specify